Manufacturer narrative:
(B)(4). Batch # r57n47. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic low anterior resection, the washer was uncut at the firing between the colon and the rectum, and oozing occurred. The amount of the oozing is unknown. No blood transfusion was required. The staples were deployed. The staple line was additionally sutured to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Additional information received: lot # received r4074v. Cdh25a ¿ lot # r4074v: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Exp. Date: 02/28/2023. Mfg. Date: 03/06/2018.

Manufacturer narrative:
(B)(4). Batch # r57n47. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition, it was found the knife was damaged as if it was clamped over a hard object. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.